Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that blade detachment occurred. Vascular access was obtained via ipsilateral antegrade with a non bsc guidewire through a 6fr sheath. The target lesion was located in the mildly calcified femoral-popliteal bypass side anastomosis. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use to treat the target lesion. It was noted that the procedure was performed and smoothly completed with this device. During removal of the device, one blade was found to be detached at the mid area. Furthermore, it was noted that the device was not caught by the sheath during removal and no fragment remained inside the patient's body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the device identified that approximately 2mm of one of the blades was lifted from the balloon material. All other blades and all pads were intact and fully bonded to the balloon surface. This damage can potentially be a result of the resistance encountered most likely due to the operational context of the procedure. No issues were noted with the blades that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. No issues were noted with the balloon material that could have contributed to the complaint incident. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that blade detachment occurred. Vascular access was obtained via ipsilateral antegrade with a non bsc guidewire through a 6fr sheath. The target lesion was located in the mildly calcified femoral-popliteal bypass side anastomosis. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use to treat the target lesion. It was noted that the procedure was performed and smoothly completed with this device. During removal of the device, one blade was found to be detached at the mid area. Furthermore, it was noted that the device was not caught by the sheath during removal and no fragment remained inside the patient's body. There were no patient complications reported.